Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: auxiliary jet channel has foreign objects and adhesive on a-rubber (bending section cover) has foreign objects. A definite root cause could not be identified tracing to the device malfunctions "error message e532 - video cable not connected", "j-tube (auxiliary jet channel) has foreign objects" and "adhesive on a-rubber (bending section cover) has foreign objects." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had an error message e532 (video cable not connected). The issue was identified during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the date of manufacture. Updated fields: h4, h11. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.